Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh was used due to paravaginal vaginal vault prolapse, rectocele, stress urinary incontinence and urinary frequency. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and abnormal migration of mesh. The patient underwent mesh removal, paravaginal defect repair, pubovaginal sling and posterior repair on (B)(6) 2010. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence and urinary frequency. It was reported that the patient underwent the concurrent procedures of pelvic laparotomy with abdominal sacrocolpopexy, bso, perineorrhaphy, posterior vaginal repair and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-06908, 2210968-2012-06909 and 2210968-2012-06911. The same patient is represented in each medwatch. (B)(6).

Manufacturer narrative:
Date sent to the FDA: 01/22/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.